Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit broken off in patient. X-ray shows that drill tip logged in patient's bone - deemed safer to leave piece in-situ.

Manufacturer narrative:
It was reported that the drill bit broken off in patient. X-ray shows that drill tip logged in patient's bone - deemed safer to leave piece in-situ. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.